Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 0 days. Manufacturer's investigation conclusion: a specific cause for the reported event and a direct correlation to the device could not be conclusively established during this evaluation. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient placed on veno-arterial extra corporeal membrane oxygenation (ECMO) for cardiopulmonary support due to right ventricle failure during implantation. ECMO clotted and was subsequently decannulated, the patient reportedly remains on intra-aortic balloon pump (iabp), nitric oxide, and inotropes to support right ventricle function. No additional information was reported. While the patient was on ECMO due to right ventricle failure, it was reported that ECMO was not working effectively as right lower extremity was becoming ischemic. The patient was taken to the operating room for decannulation of ECMO and thrombectomy of the aorta, right iliac artery, and right lower extremity arteries. Flow was reestablished with the return of posterior tibial pulse.